Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-32063. It was reported the patient has been receiving inadequate therapy due to lead migration. X-rays confirmed the lead migration. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The event of lead explant and replacement due to lead migration was reported to abbott. Therapy was confirmed post-op. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.